Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported an infection was suspected at the patient's ipg site. As a result, the entire scs system was explanted as the next course of action to address the issue.

Event description:
Follow-up revealed as precaution the patient was treated with oral antibiotics.